Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer reported that they getting lots of air bubbles in infusion set. Approximate size of air bubbles was big in the reservoir can see gaps in the tubes. The reservoir will not be returned for analysis.